Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The manufacturers' representative (rep) reported that impedance measurements were taken. The patient had an old lead with a white tip connecting to the new implantable neurostimulator (ins), impedances were showing >4000 ohms. The rep increased amp to 3v/30pw and continued to see >4000 ohms. The lead was re-inserted several times, the electrodes were dried but the impedance readings did not change. Prior to changing out the ins, the patient did not report not getting therapy. The physician had not checked motor response. Additional information from the rep noted they were not able to check impedances initially due to normal battery depletion. The lead was revised and a new battery was placed. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event. If additional information is received, a follow up report will be sent.